Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2016 due to a high blood glucose level of over 500 mg/dl. She felt light headed and her heart was racing. The customer was wearing the insulin pump at the time of the emergency room visit. The self-test and displacement test passed. The customer was counting her carbohydrates wrong. The device was not returned.